Event description:
Technician alleged that when the brake casters were engaged they did not hold in the brake mode.

Manufacturer narrative:
Technician found that the brake casters had broken stems. Technician replaced the brake caster stems to resolve the issue.